Manufacturer narrative:
Kühn, a. L. Et al. (2017). Use of self-expanding stents for better intracranial flow diverter wall apposition. Interventional neuror adiology, 23(2), 129-136. Doi:10.1177/1591019916681981 this pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned for analysis; therefore the report of pipeline failure to open completely could not be confirmed and the event cause could not be conclusively determined. All products are 100% inspected for damages and irregularities during manufacture. Mdrs related to this article: 2029214-2017-00556 2029214-2017-00557 2029214-2017-00558 2029214-2017-00559 2029214-2017-00560 .

Event description:
Medtronic literature review found a report of pipeline incomplete opening during a procedure. The patient was undergoing treatment for a saccular aneurysm (3x2x2mm) in the left paraophthalmic artery. The article states that the pipeline device had inadequate vessel-wall apposition after placement. Balloon angioplasty was performed in an effort to correct incomplete wall apposition. Afterward, another manufacturer¿s stent was placed to correct the inadequate wall apposition permanently. There were no periprocedural complications noted. The 12-month follow-up angiography showed complete aneurysm occlusion and patency in the vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.